Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased the gum travel toothbrush (duo) and on the first use, several bristles started to come loose in his mouth.